Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) in the 40's mg/dl due to needing settings adjustments. Reportedly, the personal profile values were entered incorrectly. At the time of the reported event, the customer had not treated the low bg. Tandem technical support advised customer to consult their healthcare provider regarding settings adjustments.